Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer advised frame is crooked, left rear tire has a hump in the rubber and right front caster makes a noise while rolling out of box from order (B)(4). Dealer advised no damage to the box.